Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue with accessing drawer. The technical support specialist found drawer failure/recovery in device logs, and no issues with removing workflows when monitoring performance. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that the entire drawer is completely inaccessible, and there is no permission to access one or more items within the storage unit. There was a delay in patient care. There were no adverse events or injuries reported based on this event.